Event description:
The surgeon reported that the 29 year old male patient is dislocating anteriorly and it appears that the femoral head has come off the trunnion. The device was implanted 6 weeks previously as a mako case

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mako robot was reported. Conclusion: it was reported that patient was revised due to dislocation. There is no evidence that mako robot/software contributed to the dislocation as mako does not interact with the femur and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not applicable.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon reported that the (B)(6) year old male patient is dislocating anteriorly and it appears that the femoral head has come off the trunnion. The device was implanted 6 weeks previously as a mako case.